Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. No unexpected failed battery test alarm noted during testing. Pump error 63 alarm (variableinfo=3) during self test and confirmed in the device history due to broken trace on u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had unknown pump error alarm. Customer was able to successfully clear the alarm and able to complete rewind. Customer stated that self test was not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.